Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited high out of range shock impedance measurements in right ventricular coil to can. Measurements in all other vectors were acceptable. Sensing and threshold measurements were also good. Boston scientific technical services (ts) discussed troubleshooting options at device changeout. No adverse patient effects were reported.